Event description:
During the evaluation of the device at the manufacturer's service center, an error code related to the digital signal processor was observed. The internal battery required replacement to address the issue; however, no repairs were completed, and the device was scrapped.